Manufacturer narrative:
H6: investigation summary: five (5) photos as well as one (1) physical sample were received for review and analysis. The photos and sample confirm the reported issue of a retraction failure. Therefore, this complaint is confirmed. In addition, bd sumter conducted retraction- lock-out testing on one-hundred (100) retention samples for batch 9318346. All one-hundred (100) samples passed the test with no defects observed. Based on investigation results, this complaint is confirmed. The root cause of the failure to retract was a cracked/broken trigger arm on the hub. The crack is located at the base of the button. The crack changed the angle of the button causing it to remain engaged against the front barrel when the button was pressed. Further investigation is being carried out relating to this issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use with a bd vacutainer® ultratouch¿ push button blood collection set the needle was unable to be retracted. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: since the button had already been pressed, the hcp could not press the button, with the needle kept unretracted.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa common device name: intravascular administration set a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® ultratouch¿ push button blood collection set the needle was unable to be retracted. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: since the button had already been pressed, the hcp could not press the button, with the needle kept unretracted.